Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as the exact date was not given, but it was reported that the procedure took place in (B)(6) 2019. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 1, 2019 that a light trail reusable 270 um laser fiber used in procedure performed in (B)(6) 2019. According to the complainant, during the procedure, after a few seconds of laser activation it was noted that the laser fiber emitted a burning smell. No patient complications were reported. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.